Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their last fill. The home patient cycled the power to clear the alarm and ended therapy. Nothing unusual was noted with the supplies or the set up. The patient planned to drain in the morning using manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was unavailable for further investigation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be completed.